Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient's pump was not working. The patient went to have the pump filled on (B)(6)2026 and, normally when they filled the pump they removed the excess medication and put all new medication in. The patient stated that they had two different nurse practitioners (np) check the pump and the doctor thought that the catheter was clogged because they could see "the pump on the computer but it is not dispensing any medication". The patient mentioned that they had been having back pain since about two weeks after the pump was filled. The patient was redirected to the healthcare provider (hcp) to further address the issue. Patient services provided the national answering service (nas) number for the hcp office to call.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6)implanted: (B)(6)2025 product type catheter product ID 8709sc lot# serial# (B)(6)implanted: (B)(6)2012 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 14-aug-2027, UDI#: (B)(4). ; product ID: 8709sc, serial/lot #: (B)(6), ubd: 05-oct-2013, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the patient was referred to the surgeon for catheter revision. It was noted that volume discrepancy had occurred. The actual reservoir volume was 40ml, expected reservoir volume was 8.5ml, filled volume at the last refill was 40ml and the programmed filled volume at the last refill was 40ml. Catheters were remained in use. The patient was scheduled for surgery (B)(6) 2026.